Event description:
It was reported that at 61,000 joules while using the surgical fiber during a prostate procedure, the output beam was observed to begin "flashing out" as if there were "prosthetic stones", though there were not. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal ot the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Charring detritus on the metal cap and devitrification of the glass cap at the output window were also observed. Both caps remain intact and attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing (flashing) beam or the system would be placed into standby mode. This issue may result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.